Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support for a patient in acute myocardial infarction/cardiogenic shock. Post implant, the patient had runs of ventricular tachycardia during repositioning and p level increases. The pump was kept at p5 setting and the runs stopped.